Manufacturer narrative:
Results, conclusions: inherent risk of procedure ¿ (revascularization). (B)(4).

Event description:
One integrity bms was implanted in the lad to treat a dissection that occurred post implantation of the previous stent. Approximately 5 months post implantation of the bms stent a revascularization of the vessel occurred due to chest pain and in stent restenosis.